Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's lcd display was faulty. The device's lcd display needs to be replaced to address the issue. Additionally, the inlet air path assembly and removable air path foam were replaced per remediation. The unit also displayed cracks around mount screws, feet missing and handle cracks. The unit powered on and operated as it should.